Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-july-2018 with the following findings:the battery compartment was confirmed to be cracked on the side from threads to cover. There was moisture observed behind the display lens. No corrosion was observed inside the battery compartment. The leak test verified a leak in the battery compartment. Internal moisture was found on the pump circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged with visible moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.